Event description:
It was reported that a flo-gard infusion pump experienced an occlusion alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review and service history review were performed. The downstream occlusion alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be the safety clamp not being calibrated. To correct the condition, the safety clamp was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.